Manufacturer narrative:
The investigation into the access site bleeding has been completed. The root cause of the access site bleeding issue was not determined since product was not returned and sufficient information is not provided in the clinical description. F6 and f8 should have been blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support after cardiac surgery. After the impella cp procedure, a hematoma and active bleeding were noted upon arrival to intensive care unit (ICU). Ultrasound performed and no pseudoaneurysm noted. Pressure held in ICU but unable to obtain hemostasis with anticoagulation and anti-platelet on board. The last known activated clotting time was 391 in cath lab. The decision was made to take the patient back to the cath lab and remove the right sided impella cp and switch to the left side access site for impella cp. Vascular surgery present and attempted two perclose but was unsuccessful. Used dry closure and manual pressure with a pressure dressing applied. The patient is stable.